Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Reportedly, fiducials were administered transperineally and the procedure was done under local anesthesia. During the procedure, the spaceoar gel was injected into the patient vein. There were no patient complications reported as a result of this event. The patient planned to receive stereotactic body radiation therapy (sbrt).

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Fiducials were administered transperineally and the procedure was done under local anesthesia. During the procedure, the spaceoar gel was injected into the patient's vein. There were no patient complications reported as a result of this event. The patient planned to receive stereotactic body radiation therapy (sbrt). On (B)(6) 2021, additional information received stating that no gel misplacement occurred, the gel was confirmed to be in the right place on magnetic resonance imaging (MRI). The patient completed his treatment with no problem.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021 block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block e1: initial reporter city: (B)(6) block h6: evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Block h11: correction - block b5 (incident narrative): the additional information was received on 1apr2021.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021 block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block e1: initial reporter city: (B)(6). Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Fiducials were administered transperineally and the procedure was done under local anesthesia. During the procedure, the spaceoar gel was injected into the patient's vein. There were no patient complications reported as a result of this event. The patient planned to receive stereotactic body radiation therapy (sbrt). On april 7, 2021, additional information received stating that no gel misplacement occurred, the gel was confirmed to be in the right place on magnetic resonance imaging (MRI). The patient completed his treatment with no problem.